Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The no delivery alarm functioned properly. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 435 mg/dl. The customer stated that she had problems with the pump not giving alarms and blood is backing up into the tubing line. The customer stated that she noticed for the last 3 weeks her blood glucose was over 435 mg/dl after giving a bolus. The customer stated that she came home and changed out the set and it was kinked at the cannula and the pump did not alarm. The customer stated that she was taking manual injection because the pump was not alarming. The customer was advised that the pump will alarm when there is a blockage or occlusion in the tubing to where no insulin is getting through the tubing or it will set off a no delivery alarm. The customer declined to perform the hp test. The customer will be sent a replacement pump.